Manufacturer narrative:
Correction: the reported failure occurred after placing three catheters in the patient. This is to correct the initial filing to an adverse event.

Manufacturer narrative:
The laser was returned to the manufacturer for evaluation. Testing found that the laser would not show a display when powered on. Preventing any simulated use testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The following replacement parts were sent to the site for issue resolution: laser 9735552 15w 980nm-not returned. Vclas 9735560 .4mm core fiber 10mm tip-disposable. Not returned. Power strip 9735714 6x c13 outlets -analysis complete the output of the power strip measured in the normal range when switched on and connected to ac. No problem found. Isolation transformer 9735716 800va-analysis complete. The output of the isolation transformer measured in the normal range when connected to ac. No problem found. Cable 9735721 0.5m power iec c13/c14-returned unused. Laser interface 9735717 usb-db9-under analysis. Part replacements resolved issue. System tested fully functional after part replacements.

Event description:
A medtronic clinical specialist (cs) called in and said he checked the visualase system the morning of the case and everything worked. The site proceeded with an extensive preparation for the case consisting of removing a vns, completing scans and setting up background images for the visualase portion of the case. The patient was under anesthesia for 8 hours, when the time came to use the visualase system. After placing all three catheters, and preparing to ablate, cs turned on the laser generator, and found it unresponsive. The laser generator screen was black. He had turned on and checked the systems before the case, and all appeared to be in working order. However, the system failed once it was time to perform the ablation. Cs verified cable connections and cycled power but the issue was not resolved. The fan turned on and he was able to confirm the laser was communicating with the computer but the screen was still black. The site had to cancel the surgery. Delay was 20 minutes from the point they found the laser box was not working.

Manufacturer narrative:
The laser interface for the navigation system was returned to the manufacturer for analysis. The interface was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.